Manufacturer narrative:
The customer reported was ¿low illumination issue with multiple ports.¿ there was no patient impact. The company representative confirmed and replicated the reported event. The lamp was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event can be attributed to nonconforming lamp. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during pars plana vitrectomy surgery the surgical console presented with low illumination issue with multiple ports. The surgery was completed without any further issues. There was no harm to the patient.